Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, after which the error was resolved, and the customer successfully started a new sensor session.